Event description:
On (B)(6) 2012, product analysis was completed on a vns patient's lead that had been explanted due to lack of efficacy. The electrodes were not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. There was also evidence of an abraded opening of the inner tubing. With the exception of the abraded tubing openings in both the outer and inner tubing, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Product analysis found the cause of these abraded openings to be unknown but may be wear related. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Product analysis of the explanted generator due to lack of efficacy was completed on (B)(4) 2012. Analysis in the product analysis lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications and analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found with the generator. The physician later reported that the cause of the lack of efficacy was that the patient was a non-responder to vns therapy. The patient's last settings on (B)(6) 2012, were reported to be output=2.25ma, frequency=20hz, pulse width=250usec, on time=7sec, off time=0.2min, magnet output=2.5ma, magnet on time=21sec, magnet pulse width=250usec, eri=yes.

Manufacturer narrative:
Abraded inner and outer lead tubing was noted in the returned lead portion. Device failure occurred, but did not cause or contribute to a death or serious injury.